Event description:
Caller reports the pt tested 2.6 inr on the coaguchek s system and 1.9 inr on a comparison lab. No action taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.